Manufacturer narrative:
(B)(4). UDI # unknown. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A report was received from (B)(6) stating the low-profile transgastric-jejunal enteral feeding tube was blocked. The health care provider was flushing the tube and suspected the balloon had torn. The low-profile transgastric-jejunal device was placed instead of a low profile feeding tube and since placement there have been issues with the feeding of the patient. The device was in use for 4-weeks prior to the event. Medical intervention by a consulting physician was required to replace the device. The patient was discharged home after replacement of the device. There was no reported change in the patient's activity. The balloon volume was checked every 3-weeks and the balloon was filled with 5mls of distilled water. The feeding tube was flushed every 4-hours, during feeding cycles, using warm water. There was no reported patient injury.

Manufacturer narrative:
The device history record for the lot number, aa5173n37, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The molded head, tube and balloon appeared to be discolored with foreign substances on the exterior and interior of the device. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port. The balloon was manipulated in order to try and identify a leaking area on the device. No leakage was observed. The water was then extracted and the balloon was filled with 5cc of methylene blue dye. No leakage was observed. The feeding was simulated using water and methylene blue through the jejunal feed port. There was an observance of water droplets exiting the gastric skive area. The gastric skives were examined under magnification. The inner wall of the tubing which separated the jejunal and gastric lumens had a tear which allowed for an inner lumen crossover. Per directions for use the following information for tube preparation states: " use a 30 to 60 ml catheter tip syringe. Do not use smaller size syringes as this can increase pressure on the tube and potentially rupture smaller tubes. Do not use excessive force to flush the tube. Excessive force can perforate the tube and can cause injury to the gastrointestinal tract." A root cause could not be identified as a manufacturing issue. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).